Event description:
Procedure: esophagealectomy. Reportedly, the tip broke off and fell into pt cavity. The tip was not retrieved but another instrument was used to complete the procedure. There was no report of pt injury.